Manufacturer narrative:
FDA codes of this 3500a form are listed below; system updates pending. Result code: 22 known inherent risk of procedure. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, while the exact cause of the lmt occlusion post bav cannot be confirmed, investigation results suggest/indicate the bav contributed to the lmt occlusion and hemodynamic collapse. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in japan, during a transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed with an edwards 20mm bav catheter in a standard manner. Following the bav, the commander delivery system and a 23mm sapien 3 valve were advanced through the 14fr. Esheath. Resistance was noted as the delivery system was advanced. Just before the sapien 3 valve exited the sheath, the patient¿s blood pressure dropped. Cardiac massage was executed and percutaneous cardiopulmonary support (pcps) was initiated. The valve was retracted into the loader and the delivery system/valve were withdrawn out of the sheath. A new sapien 3 valve and delivery system were prepared and used without difficulty. Post valve deployment, a left main trunk (lmt) obstruction was revealed by aortography. A percutaneous coronary intervention (pci) was performed. Following the removal of the esheath, an iliac artery rupture was noted and treated with the placement of a stent graft. The patient was transferred from the operating room intubated and weaned off of pcps. On postoperative day (pod) 1, the patient was extubated. At the time of the report, the patient was doing well. Information regarding the native annular diameter and degree of valvular calcification was not provided. Per medical opinion, the lmt obstruction was caused by the bav, leading to persisting hemodynamic collapse. The bav catheter, esheath and delivery system were discarded by the facility following the procedure. The valve remains implanted in the patient.

Manufacturer narrative:
Additional information received indicated the native annular valve area measured 348mm2. Mild valvular calcification was reported. The sinus of valsalva (sov) measured 25.0mm x 27.2mm x 28.3mm (rcc/lcc/ncc). The lmt height measured 10.1mm. It was speculated by the reporting physician, that the coronary obstruction may have been caused by separated thrombus; however, thrombus was not confirmed; mild calcification of the left coronary cusp reported. Please reference related manufacturer report no: 2015691-2018-01729.